Event description:
It was reported by the hospital contact that during coiling, when the ultipaq 10 sr, 2mmx8cm coil (fsr10020820/c24677) was in the proper position and ready for detachment, the dechament did not work. The surgeon replaced the cable (details unknown), but it did not help. Other coils (details unknown) have been detached without any problems with the same detachment system. The product will be returned for analysis.

Manufacturer narrative:
It was reported by the hospital contact that during coiling, when the ultipaq 10 sr, 2mmx8cm coil (fsr10020820/c24677) was in the proper position and ready for detachment, the detachment did not work. The surgeon replaced the cable (details unknown), but it did not help. Other coils (details unknown) have been detached without any problems with the same detachment system. The product will be returned for analysis. The ultipaq (fsr100208-20, lot c24677) was not returned, therefore, the root cause of the coils non-detachment cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: cable (details unknown); other coils (details unknown).